Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed pitch cable at the instrument's wrist. No damage was fond at the clevis. Additional observations not reported by the customer were main tube damages. The distal end of the main tube had material missing. The surface of the main tube appeared to be scraped off. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during central processing, the user facility identified a shredded cable near the prograsp forceps instrument's wrist. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.